Manufacturer narrative:
Received 1 used foley catheter. The reported event was unconfirmed since the problem could not be reproduced. The evaluation found no blockage, the device was able to inflate and deflate without difficulty. Water was introduced into the drainage eye and water successful drained out of the drainage funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: single use only do not resterilize. For urological use only. Warning : do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Event description:
It was reported that the catheter was blocked and did not drain urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked and did not drain urine.